Manufacturer narrative:
Evaluation of the returned device by engineering determined that the disassociation appears to be the result of the rod not being properly seated in the screw. No corrective actions are being recommended since this appears to be the result of a technical challenge encountered during the procedure. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on 11/13/16 with no deviation or anomalies. Review of complaint history did not reveal a trend for reports of this nature for this part number. Examination of returned device found no evidence of product non-conformances.

Event description:
The doctor performed a revision surgery to tighten the construct on (B)(6) 2017 to remove and replace the modular reform screws.